Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a trial patient was admitted to the hospital for spinal headache. The patient reported extreme headaches and vomiting since the trial. Blood patch was performed. Follow up report indicated that the patient pain relief had improved and headache symptoms had gone. Follow up report indicated that the patient has recovered and moved forward with permanent implant.